Event description:
The reported description notes that the bedside monitor failed to alarm when the pre-configured pt alarm setting was exceeded. It was noted that the pt received treatment for blood pressure support.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm when the pre-configured pt alarm setting was exceeded. It was noted that the pt received treatment for blood pressure support. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.